Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 05/29/2024, it was reported by a sales representative via (B)(4) that an ar-9215-1-03 universal quick connect handles tip broke off when trying to disengage from the vaultlock prep guide. The total shoulder arthroplasty procedure on (B)(6) 2024 .

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the customer-provided pictures. Visual evaluation of the customer-provided pictures noted an ar-9215-1-03 tip broke off. Refer to attachments. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause is attributed to misuse due to prying/leveraging the device during use.

Event description:
Additional information was provided on 6/3/2024 where the sales representative stated that all fragments were retrieved from the patient. The second handle that comes in the instrument set was used to complete the case.

Manufacturer narrative:
Additional information: b5, g3, h6.